Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure, the irrigation tubing set was re-sterilized and reused from a previous procedure. The case was completed with radiofrequency. Approximately one month after the procedure, the patient was diagnosed with atrial tachycardia. An additional ablation was performed to treat the new arrhythmia. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.